Event description:
It was reported that the patient received a shock for vf (ventricular fibrillation) which appeared as noise on the egm (electrogram). The patient also experienced heart block with a rate in the 30's-40's due to no capture at maximum output, and interrogation revealed high pacing impedance and a suspected lead fracture at the lead tip. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, lead, implanted: (B)(6) 2004. (B)(4).